Event description:
#Medwatcher #(B)(4). Implanted in 2007. I had serious hives all over my body that never went away until hysterectomy; adenomyosis, endometriosis, pelvic pain, joint pain, abdominal swelling, cramping in upper stomach, swelling, loss of bladder control, lack of energy, body felt like it was shutting down, excessive night sweats, always felt like I had a fever, weight gain, consistently at the doctors, hair loss, break through bleeding when participating in gym exercises, inflammation. Since my surgery on (B)(6) 2014, I still have slight pelvic pain, abdominal swelling, and bladder issues.